Event description:
The hosp ICU staff attempted to use the device with disposable defibrillation electrodes to administer countershocks to a pt during an emergency cardioversion procedure. The device allegedly failed to charge to the selected energy intermittently and displayed the message charge removed on the monitor display. A backup device was made available and used with no other problems reported. The reporter said there were no adverse effects to the pt as a result of the reported malfunction.